Event description:
A user facility reported to olympus that the evis exera iii xenon light source leak tester pin broke in the device. Additionally, there is a silver band that was disconnected in the device. This event occurred after a diagnostic colonoscopy. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found worn out scope socket slider switch causing the high intensity mode. Additionally, the investigation found an o-ring dropped on the side and a broken light guide connector stuck inside scope socket. There was also a missing wrench inside the lamp door. The olympus lamp was at 471 hours which was out of range. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it cannot be determined if the phenomenon occurred due to the defect of the device. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.